Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device note that rejection/foreign body reaction is a general risk of dura-related surgery. A review of the manufacturing and sterilization records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report, the patient developed a fever and was prescribed antibiotics. Reportedly, there was no injury to the patient and the patient is stable and out of recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.